Event description:
Additional information was received from the patient. They called to inquire about compatibility for a bone density test later today ((B)(6) 2024) and reported that they hadn't used the device in several months, patient guessed it had been 18 months or so because the therapy wasn't working for their symptoms. Patient stated they were always falling and they met with a manufacturer representative (rep) at their follow up appointment with their healthcare provider (hcp) office probably 18 months ago and the rep had told the patient that they'd knocked the "wires from their sacrum" when they fell and that's why it wasn't working. Patient services asked the patient when the therapy stopped helping their symptoms that led to the rep determining that the lead had been "knocked" loose and the patient stated "it never really did help" for their symptoms and that they were always changing programs. Patient could not recall the name of the rep who they had met with at the hcp office. As patient's reason for call had been to inquire about the bone density test they were going to have, patient services reviewed compatibility considerations with the patient and redirected the patient to have the provider performing the bone density scan to call if they had any questions and documented the reported event.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2r8um, implanted: (B)(6) 2023. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2r8um, ubd: 24-jul-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.